Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01106. D10: item# 110031421; lot# 65007463. Item# 115398; lot# 773130. Item# 110027734; lot# 851700. Item# 110031378; lot# 851710. Item# 180554; lot# 464910. Item# 180554; lot# 760820. Item# 180556; lot# 810400. Item# 180556; lot# 750010r. Item# 113650; lot# 65156183. Item# 180555; lot# 369160. Item# 180556; lot# 658960. Item# 180555; lot# 962370. Item# 110031399; lot# 65404532. H6: proposed component code - mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that the patient underwent a revision approximately two (2) months post-implantation due to dislocation caused by the humeral component coming in contact with the vrs. During the procedure, the poly was exchanged and the glenosphere and vrs components remained implanted. Attempts have been made and no further information has been provided.